Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported they were able to reconnect to the implantable neurostimulator (ins) to check the ins status. The ins was not off. The poor communication was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported they were able to reconnect to the implantable neurostimulator (ins) to check the ins status. The ins was not off. It is unknown if they were seeing the reposition antenna screen. The cause of the poor communication is unknown. The poor communication was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger, product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was seeing code 376 when trying to charge. A replacement antenna was sent. Additional information was received on (B)(6) 2020 reporting that they received their replacement implantable neurostimulator recharger (insr) antenna. When attempting to charge the implantable neurostimulator (ins), they were getting the reposition antenna screen multiple times. The patient was walked through reconnecting the insr antenna and once the insr antenna was tightly connected, the patient was able to start a charging session on the ins. The ins showed 50% charged with 8 coupling bars. They then reported the ins was off. The patient got their patient programmer (pp) out and once they put new batteries in the programmer, it powered on. Patient services attempted to call the patient back as the patient set the phone down and never came back on. They noted that the patient kept repeating that they didn't see the lightning bolt symbol in the ins on the insr, which would indicate the ins was off. The patient called back and it was believed the patient was trying to start a recharging session but the patient was very difficult to understand on the call. Patient services tried to have the patient start a recharging session but the patient was unable to understand what they were seeing. Patient services believes the patient was seeing the reposition antenna screen but the patient said they were seeing "6 and a plus sign and a 4". They had the patient try and connect with their pp and the patient was seeing poor communication. It was recommended that the patient call back when they are with someone else who could help assist as the patient. A replacement recharger was sent.